Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00762. It was reported the patient began to receive insufficient therapy and stimulation in an unintended area after doing heavy lifting. An impedance check revealed high impedance. X-rays were taken and no anomalies were found. The patient plans to undergo surgical intervention to provide resolution.

Manufacturer narrative:
Incorrect manufacturer report number was referenced in previous reports.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2017-00762.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2016-00762. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2016-00762. Follow-up revealed the patient underwent an exploratory surgery on (B)(6) 2017 to have his leads assessed. Surgical intervention remains pending.